Event description:
It was reported to boston scientific corporation in 2007 that a polyflex esophageal stent device was used during a stent placement procedure in the distal esophagus of a male patient (weight unknown) the same day. According to the complainant, after the stent was placed successfully, the patient developed hiccups and the stent folded in upon itself. The physician tried to open it up with a balloon (manufacturer unknown) without success. After the stent was removed, the physician didn't want to place another stent at that time because the patient had experienced trauma to the area (when the stent was removed, it was pulled up the esophagus) and he wanted to give, it time before he placed another stent to make sure that a second stent wouldn't potentially cover any problem areas. He didn't note any specific areas that he was concerned with in the esophagus, he just wanted to give it some time. A second stent was placed within two weeks. No additional patient complications were reported.

Manufacturer narrative:
The device was discarded; therefore, a failure analysis is not available and the cause of the reported event is undetermined. A review of the device history record (DHR) for the pertinent lot revealed no anomalies.